Event description:
During a routine check by a zoll sales rep, the device's manual override switch was not functioning. The complainant indicated that there was no pt involvement in the reported failure.